Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The diabetes therapy consultant reported via phone call that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose was 28 mg/dl. The customer thought that the event may have been due to having too much insulin in his system as a result of kidney failure. The customer was now on dialysis and declined troubleshooting assistance for the matter.